Event description:
A child became briefly trapped between the bed and the wall due to a malfunctioning zipper on a safety sheet canopy. According to the mother, the zipper pull came off, allowing the child to remove the sheet, which had been secured with a lock. During the event, the zipper pull reportedly caused a small cut on the child's skin, requiring first aid at home (neosporin and a band-aid). The child was freed quickly with no additional resulting injuries. There was no report of serious injury.

Manufacturer narrative:
The mother reported the zipper pull tab on the safety sheet came off and her son was able to pull the sheet off the bed and become entrapped between the mattress and the frame. The sheet was discarded by the mother. She provided a photo of the zipper pull confirming it had come off the zipper of the safety sheet. The DHR was reviewed and demonstrated that the required inspections were performed and there were no nonconformances. Replacement sheets were sent to the customer root cause narrative: the root cause is unable to be determined based on the information made available during the investigation. The product was not returned and therefore could not be examined for possible cause of the zipper pull detachment. Cubby beds will continue to investigate through the open corrective action report car-013 and provide supplemental information if it becomes available.